Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the spin collar broke off and the tubing disconnected during a lipid infusion. The tubing was in use for approximately 12hrs. There was no report of patient arm.

Manufacturer narrative:
The customer¿s report of spin collar breakage and separation was confirmed. Upon visual inspection it was noted that the male luer spin collar was detached and not provided with the male luer tip. Examination under magnification showed no evidence of strain or cracks around the male luer tip. Functional testing was not feasible as an incomplete set was provided, consisting only of a few inches of tubing with the male luer. Dimensional testing found that the luer tip measured within specification. The root cause of the spin collar lock cracking and separating from the male luer was not identified.